Event description:
It was reported that the 9800 system had a loose power cord and the interconnect cable was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was tightened and the interconnect cable replaced during the service call. The system was tested, and found to be working as intended, and put back into service.